Event description:
A customer reported that an antibody screen in 2006 was negative with 0.8% selectogen lot 8s703; however, post transfusion anti-jka was identified. Antibody screens performed on the same day with lot 8s703 and approx two months later, with lot 8s711 (see MFR# 1056600-2006-00535) were negative. The patient was transfused with 4 units of packed red blood cells between that dates. On the following month, post-transfusion testing of patient's sample with 8s716 was positive and anti-jka was identified. Patient was dat positive, no eluate test was performed. No repeat testing of pre-transfusion sample was performed.